Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and headache ("headaches"). The patient was treated with surgery (laparoscopic supracervical hysterectomy and cystoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage and headache outcome was unknown. The reporter considered genital haemorrhage, headache and pelvic pain to be related to essure. The reporter commented: on or about (B)(6) 2010, patient underwent the essure procedure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("one part of the coil did break away, now this was grasped and removed from the patients abdomen"), device dislocation ("one part of the coil did break away now this was grasped and removed from the patients abdomen."), pelvic pain ("pain") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure (batch no. 753644) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma, eczema and uterine fibroids. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), anaemia ("blood or heart disorder/condition type: anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (laparoscopic supracervical hysterectomy and salpingectomy (bilateral removal of fallopian tubes),), surgery (laparoscopic supracervical hysterectomy and cystoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device dislocation, pelvic pain, genital haemorrhage, vaginal haemorrhage and migraine outcome was unknown and the headache, menorrhagia, anaemia, dysmenorrhoea, fatigue and alopecia had resolved. The reporter considered alopecia, anaemia, device breakage, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on or about (B)(6) 2010, patient underwent the essure procedure. Right side: 0 coils, left side: 11 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: occlusion of the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("one part of the coil did break away,now this was grasped and removed from the patients abdomen"), device dislocation ("one part of the coil did break away now this was grasped and removed from the patients abdomen."), pelvic pain ("pain") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure (batch no. 753644) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma, eczema and uterine fibroids. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), anaemia ("blood or heart disorder/condition type: anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (laparoscopic supracervical hysterectomy and salpingectomy (bilateral removal of fallopian tubes).essure was removed on 27-nov-2013. At the time of the report, the device breakage, device dislocation, pelvic pain, genital haemorrhage, vaginal haemorrhage and migraine outcome was unknown and the headache, menorrhagia, anaemia, dysmenorrhoea, fatigue and alopecia had resolved. The reporter considered alopecia, anaemia, device breakage, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on or about (B)(6) or (B)(6) 2010, patient underwent the essure procedure. Right side: 0 coils, left side: 11 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: occlusion of the fallopian tubes most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: lot number, reporter information, patient details, other relevant history, product information, concomitant drug and events one part of the coil did break away now this was grasped and removed from the patients abdomen, abnormal bleeding (vagina), menorrhagia, migraines, blood or heart disorder/condition type: anemia, dysmenorrhea (cramping), fatigue, hair loss ,one part of the coil did break away now this was grasped and removed from the patients abdomen.were added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.